Manufacturer narrative:
Updated to amend the 'describe event or problem' field. There was patient involvement, however no health consequences or impact.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was running really slow. There was patient involvement, however no health consequences or impact.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was running really slow. There was no reported patient involvement, therefore no health consequences or impact.